Event description:
It was reported that during a hosp vist in 10/97, to increase the residual volume to 34cc, the physician was unable to access sideports due to the position of the pump. The pt had surgery on 10/13/97 for exposure of the pump pocket. The pump was repositioned in the pump pocket so the appropriate sideport was accessible for puncture. The patency of the catheter was restored by a thrombolytic procedure.